Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Clarification of event: physician noted visible damage near one of the shock coils.

Event description:
It was reported that during implant, insulation damage was observed. It was uncertain when the damage occurred. The lead was successfully replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.